Event description:
It was reported that high impedances were seen at implant. After testing was tried with the current lead, the hcp decided to open another ins to rule out a bad battery. There was no patient injury.

Manufacturer narrative:
Product ID neu_wrench_acc, product type accessory; product ID neu_wrench_acc, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator model 3058, serial (B)(4), found the setscrew was backed out too far. There was good stable output on all electrode pairs. Analysis of both wrenches model unknown, lot unknown, found no anomalies.